Event description:
A home patient contacted baxter's technical service center for assistance during their automated peritoneal dialysis therapy. Per initial report, the home patient disconnected their transfer set from the patient line of the homechoice set without capping of the patient line. The home patient returned to the setup; roconnected and attempted to continue therapy. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.